Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic close side to side anastomoses on the ascending colon, the procedure started laparoscopically due to the nature of tissue in mesentery ripping and also location of tumor case went to open, the staple line inspected at time and no incomplete staple line detected. The patient presented with anastomotic leak after the procedure when anastomoses was removed, and the surgeon noted a hole on the staple line on what appeared to be the cross staples where the second device fired across the first device. The devices fired appropriately. The patient presented with high temperature and septic. The patient was brought back to the theatre and the colon was removed and an ileostomy was performed. The patient was hospitalized. There was unanticipated tissue loss and tissue damage as a result of this problem. The surgical time was extended by thirty minutes or more and the incision was extended by more than 1 inch. There will be an additional operation performed to correct the issue. There was patient injury.